Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209739281, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a return of urinary symptoms (pollakiuria in the evening without leaks, no symptoms during the day) a few days after patient suspended temporarily the stimulation by himself for tdm exam. Factors that may have led or contributed to the issue remain unknown. Actions taken to resolve the issue was a reprogramming done during unscheduled visit. The issue was resolved on (B)(6) 2019. The investigator assessed the event as not serious, not related to procedure, not related to device component, and related to the stimulation. Relevant medical history includes idiopathic urge urinary incontinence with nocturia since 2009. Additional information received reported that the return of urinary symptoms was due to efficacy loss. No further complications were reported/anticipated.